Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The doctor reported that the implant was placed in tooth location #20 on (B)(6) 2019. The patient returned to the dental office on (B)(6) 2019. At that time, the doctor noted mobility with the implant, and removed the implant due to failure to osseointegrate. The implant site was infected. There was no pain or general bone loss reported. The patient's current condition is reported to be satisfactory. The patient has type ii bone quality, and bisphosphonate history 7 - 8 years ago. In addition, the doctor reported radiolucency.

Manufacturer narrative:
The device was returned and evaluated. The implant was returned but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 10 mm (70-1154-imp0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. A lot number was received and a device history record (DHR) review was conducted. There was no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."